Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of needing assistance trying to upload to carelink. The customer's blood glucose reading was 500 to 600 mg/dl at the time of incident. Troubleshooting was declined by customer but customer did indicated that he thought something was wrong with the infusion set. No further details given.